Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was not in clinical use. It was reported that the ippc failed to boot up. Review of the logfiles confirmed the malfunctioning of frontal ip-pc. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the problem with ippc and hard disk. The defective ip pc was returned to failure analysis which was not able confirm any failure. Fse replaced the ippc, downloaded board software for ippc, re-created image disk and restarted the system. After the replacement of ippc, the system was returned to use in good working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the image processing pc (ip-pc) failed to bootup. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.